Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not recharged the scs system since implant. Reportedly, the ipg will not longer communicate with any external devices and is inoperable. Surgical intervention may be undertaken as the next course of action. Follow-up identified surgery took place on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model. Postoperatively, stimulation was resumed. The issue is resolved.